Event description:
Patient underwent an anterior cruciate ligament repair in 2006. Patient began having problems with his knee becoming stiff. The day before his final visit to surgeon (3 months visit), his knee totally locked in place. MRI found the head of the implant between the knee cap and skin. Implant was removed. On second intervention, it was noted that patient had healed and another implant was not needed. The actual part number involved is unknown. The actual part number refrenced is indicated for involved is unknown. The part number referenced is indicated for reporting purposes only. This device is used for treatment.

Manufacturer narrative:
The actual part and lot numbers were not provided by the patient. Attempts to obtain information from surgeon's nurse have been unsuccessful. Device history could not be reviewed and manufacturing date not determined. No information regarding patient compliance with post op instructions was provided. The actual cause of this event could not be determined from information available and without implant evaluation.